Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found that the suite pc software was malfunctioned. Upon troubleshooting actions, fse reinstalled software. After reinstalling the software, the system was returned to use in good working order.